Manufacturer narrative:
The patient is not pacer dependent and opts to not go into clinic for follow-up. The patient will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, and another manufacturer's right atrial (ra) lead, experienced a syncopal episode. Review of device data found oversensing on the atrial channel. Additionally, the last automatic atrial threshold test was unsuccessful. Boston scientific technical services (ts) recommended further evaluation. No additional adverse patient effects were reported.